Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) manufacturing date: 31. Aug. 2015, part #02.111.620 lot #9621967. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a part of the distal radius guide broke during surgery on (B)(6) 2016. It broke off stuck into a 2-column plate breaking the plate. There was a slight delay (exact time unknown) to surgery due to not having a guide block for the next plate. There was no harm to the patient. The patient was fixed with another synthes 2-column distal radius plate. All parts were safely removed. This complaint involves two devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device broke during insertion; device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one guide block (part 03.111.600, lot 10-6686) and one 2.4mm va lcp two column volar rim distal radius plate (part 02.111.620, lot 9621967) were received for investigation. The distal threads of the connecting screw for the guide block were broken off. The broken portion is approximately 1.2 mm in length and was not returned. The remainder of the guide block is undamaged; the plate is also intact and undamaged. It is unknown what caused the screw to shear off, but wear from repeated use is likely a contributing factor. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the guide block is used during distal radius fracture repairs to align the drill bit with the locking holes of the plate during drilling. This enables the locking screw to securely lock to the plate. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.